Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient present with a damaged modular cable. The outer layer was brittle, dry, and broken off in one part. The internal fiber layer was visible, but intact. There were no technical issues. The modular cable was exchanged and connected to the patient's backup system controller on (B)(6) 2024. This controller has been in use one time in the past, (B)(6) 2022 (MFR# 2916596-2022-15742), but was taken out of use when the modular cable was exchanged for troubleshooting of a driveline power fault. About five minutes after the driveline was exchanged on (B)(6) 2024 a driveline power fault occurred. Log files confirmed there were no wire issues with the driveline, so the system controller was exchanged to troubleshoot the alarm. The patient was given a new controller, and the alarm did not return.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 11 days (B)(6) 2022, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2024 ¿(B)(6) 2024, (B)(6) 2000 per timestamp). The driveline was connected on (B)(6) 2024 at 13:40:21, consistent with the modular cable and controller exchange. On (B)(6) 2024 between 13:46:37 ¿ 13:51:30 and starting at 14:08:51, driveline power fault alarms activated due to power a broken faults. The alarm remained active until the driveline was disconnected at 15:23:43 for a controller exchange. The alarm did not affect pump operation. The heartmate 3 system controller (serial number (B)(6)) was returned for analysis. The system controller was functionally tested and passed without issue. The controller was connected to a mock circulatory loop and was able to support pump function for extended operation. Driveline power faults were not reproduced throughout testing. Per information provided by the account, the conductors inside of the modular cable and controller were unremarkable. It was stated that the driveline power fault alarm has not returned. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Additionally, users are instructed to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.